Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported does not alarm downstream occlusion, which was not reproduced during evaluation. Visual inspection found the cause was a damaged downstream tubing guide. Damaged downstream tubing guide and force sensor can induce undetected downstream occlusions. The tubing guide and force sensor were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.